Event description:
Additional information was received on 29-jan-2016 from a company representative regarding the cause for the pump flipping. All the reporter knew was that the patient had ¿lost plenty of weight¿.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and a healthcare professional via a company representative regarding a patient receiving dilaudid (10 mg/ml at 6 mg/day) via an implanted pump. The indication for pump use was non-malignant pain and rsd/causalgia - complex regional pain syndrome. On (B)(6) 2016 it was reported that the patient had decreased pain relief. Approximately one month ago, the patient had a pump refill where 7 cc was expected; however, 19.4 was actually removed from the pump. The patient was taken to surgery on (B)(6) 2016. The pump was flipped and the catheter was coiled and kinked. The pump segment of the catheter was replaced. The issue was resolved. The patient status was reported as "alive - no injury". The cause for the pump flipping was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.